Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, at the first firing, surgeon connected the reload to handle but it was not able to fire. The procedure was completed with another device. There was no patient injury.